Manufacturer narrative:
. Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (locking screw rack for tibial nail-ex implants, part number 690.504, lot number lif025114). The subject device was returned to the manufacturer with the complaint condition stating: a sales consultant reported to the complaint handling unit on june 6th 2017 that the bottom edges of the 690.504 screw rack are rough and sharp. The territory manager was lifting the screw rack from the trunk of a car and the screw rack cut him. It was approximately a 2-cm superficial cut. Appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is not known. Device is an instrument and is not implanted/explanted. Concomitant devices therapy date is not known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 690.504, supplier lot # lif025114. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition release to warehouse date: 15-may-2017. Supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom edges of the locking screw rack for tibial nail-ex implants are rough and sharp. The territory manager was lifting the locking screw rack from the trunk of the car and the locking screw rack cut him. It was approximately a 2-cm superficial cut. It bled, and was treated with a bandage. Patient did not see a doctor. Concomitant device reported: lid for locking screw rack for tibial nail-ex implants (part 690.505 , lot lif025114, quantity 1). This report is for one (1) locking screw rack for tibial nail-ex implants. This is report 1 of 1 for (B)(4).